Event description:
It was reported that the end of the osteotome broke off whilst embedded in the nasal bone leaving a fragment in the patient. X-ray was required. Procedure completed successfully with prolongation of 15-60 minutes. Reported patient outcome: fine. It is still under clarification if the metal fragment will be retrieved and how long was the exact prolongation time.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
As the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The conducted investigations did not reveal a root cause related to the labelling. The labelling was found to contain adequate instructions and warnings. According to the customer's description, part of the cutting edge/tip is broken off. However, this cannot be confirmed as no item was sent in for inspection. There is also no lot number available, so no statement can be made about the age of the item. One possible cause is that the item is old and the number of times it has been reprocessed/used may have had a negative effect on the material properties and caused them to change. The complaint history did not reveal any pick up in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).